Event description:
It was reported that a pt had been hospitalized for an underdose approximately (B)(6) before this report. The pt was in "significant pain". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported the patient's ptm (personal therapy manager) was functioning properly until mid-day on 2011-(B)(6). Nurses and the patient then noticed they were getting a "no connectivity" reading from ptm. Cause of problem was unknown. Patient had increasing levels of pain that she was unable to control with the ptm as it was not communicating with the pump. Device troubleshooting was done, no reprogramming was completed. No intervention and/or diagnostic tests were done. The ptm was replaced. Patient outcome was not known to the reporter since the event. Drug delivered via the device was dilaudid.

Manufacturer narrative:
(B)(4).